Manufacturer narrative:
Product ID: 3889-28, lot# v007075, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy235242h ) showed ins functionally okay; insignificant anomalies. No significant anomaly.

Manufacturer narrative:
(B)(4). Final analysis of lead model 3889-28 showed lead body conductor broken (overstress/damage): no significant anomaly. # 0 and # 1 conductors are broken (overstress, damage) 4.5 cm from the distal end.

Event description:
Additional information received noted that the patient had history of significant incontinence and underwent interstim placement in the past. The patient was presenting with malfunctioning interstim device. The event was noted as interstim permanent lead exchange. Upon inspection, it was noted that the tined lead at the site of connection to the ipg device was malfunctioning and loose. It was disconnected and the covering at the site of the connection to the ipg device was loose and mobile, battery had fluid in the header and there was an open circuit on the lead. Entire device was removed and replaced.

Event description:
Additional information received noted that the patient was recovered without permanent impairment.

Event description:
It was reported that there was blood in the ipg (implantable pulse generator) header and the physician chose to replace it. Damage was detected when removing the lead. Impedance testing was done. Impedance ranged from 693 to 1526. There were no patient symptoms noted. The patient status at the time of the reporting was alive - no injury. If additional information is received, a follow-up report will be sent.